Event description:
It was reported that during a laparoscopic hartmanns procedure the surgical assistant reported that the surgeon had inadvertently punctured a vessel while inserting the trocar. Device has been discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: was the procedure converted to an open procedure? No the procedure remained lap what vessel was punctured? Unknown was there bleeding and if so how many ccs? Were blood products given to the patient and if so how many units? There was some bleeding reported, unknown what volume as not present. I was there for the completion of the case. Was medical intervention required? And if so what was it? Unknown. How was the case completed? The case was completed lap. The surgeon did not comment on any bleeding to me directly. Was there any post op issues with the patient and if so what were they? The surgeon reported one day after the procedure that the patient was recovering, I did not enquire regarding a particular issue with the trocar, but rather asking in general terms patient status? Currently unknown: to be advised.